Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : will not run - motor damaged, functional : will not rotate upon connecting to fms vue and performing a verification, we confirmed that the handpiece does not rotate. This item is eligible for overseas repair, so we submitted an overseas repair request; however, the overseas repair center determined that repair is not possible. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was returned to the customer unrepaired. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgical procedure, it was observed that when using the shaver handpiece 2.0 with buttons device a strange noise was heard, and then the shaver suddenly stopped rotating and became unusable along with a fms vue ii pump-shaver box device. It was reported that when checked after the surgery, it was found that both handpieces were unusable, with the errors "fc14" and "fc2" displayed alternately on the main unit. According to the reporter "fc14" was a controller error message, but the controller was unused and "fc2" was restarted due to a system error, but the problem could not be solved. During in-house engineering evaluation, it was determined that the device would not run due to motor damage. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : will not run - motor damaged. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was returned to the customer unrepaired. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.